Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, it was noticed that the stent struts were lifted. The procedure was completed and there were no patient complications reported and the patient's status was stable. It was further reported that the lesion was predilated, and the stent strut lifted was identified during advancing. Significant resistance was felt upon advancing, and the stent did not reach the lesion. It was furher reported that the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the most proximal strut row lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, it was noticed that the stent struts were lifted. The procedure was completed and there were no patient complications reported and the patient's status was stable. It was further reported that the lesion was predilated, and the stent strut lifted was identified during advancing. Significant resistance was felt upon advancing, and the stent did not reach the lesion.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. During withdrawal, it was noticed that the stent struts were lifted. The procedure was completed and there were no patient complications reported and the patient's status was stable.